Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG fault -501" error message, failed self test, and failed the power on upgrade. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. During disassembly of the device to determine root cause, the technician observed extensive water damage affecting multiple components. The main board, nvi, and speaker module were replaced. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.